Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of unspecified access sets would not flow. The event was further described as the staff is "unable to actually run the IV piggyback through the" non-baxter "pump¿it will keep running from the primary" line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.